Manufacturer narrative:
A ge representative evaluated the system. No additional service information is available.

Event description:
The customer reported that the system failed to allow fluoroscopic exposures. No pt serious injury or death was reported related to this event.